Event description:
It was reported there was pump pocket seroma. It was noted this was an ongoing event. It was reported there was an intervention where 34cc of normal looking fluid was aspirated from the seroma. It was noted, the diagnostic methods were examination and palpation on 2014 (B)(6) that confirmed the pump pocket seroma. The etiology was surgery/anesthesia that was related to the implant procedure and not related to the device or therapy. It was noted the severity was mild. The pump delivered dilaudid and bupivacaine. Patient outcome was not provided.

Event description:
It was later reported that the patient resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).